Event description:
The ICU medical plum 360 was infusing cardene for hypertension control. The patient was receiving the maximum dose. The IV pump shut itself off. The registered nurse (rn) recognized the pump failure and replaced the IV pump preventing any harm to the patient. The failure of the pump had the potential to cause harm and potential death because patient is extremely hypertensive with this medication. The pump received preventive maintenance and the battery was replaced 5 months prior.